Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9gpef07a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 64 mg/dl on the contour next one meter. The customer stated that this reading did not match with how they were feeling. Within a minute, a repeat testing was performed, which gave a reading of 245 mg/dl. Based on this reading, the customer took 30 units of fast acting insulin. One hour later, another test was performed and a reading of 166 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.